Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks including infection. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that this (B)(6) patient had subarachnoid bleed. The patient woke on (B)(6) 2016 with a headache and altered mental status. His mother drove him the local emergency department where CT of brain showed 4mm subarachnoid bleed with focal parenchymal hemorrhage. Inr upon admission was 4.2. Previous inr on (B)(6) was 1.7. On (B)(6): cerebral arteriogram confirmed CT findings. On (B)(6): after extubating the patient was lethargic, slow to respond to commands and not moving right side of body upon commands, emergently taken back to operating room for cerebral arteriogram. Findings were thrombus in left carotid. Distal flow was re-established and thrombus cultures sent which revealed the presence of yeast. Blood cultures are positive for candida albicans. Repeat head CT indicated no cerebral edema or swelling. Patient currently on antifungal medications. The medical team believes that all issues were associated with the fungemia and not the device (or its therapies). The patient is currently still in the hospital with right sided hemiparesis, aphasia and some dysphasia.

Manufacturer narrative:
The patient has expired ((B)(6) 2016). A (B)(6) white male with vad placed (B)(6) 2015 due to cardiomyopathy and heart failure who awoke on (B)(6) 2016 with a headache and altered mental status. He is anticoagulated with coumadin. His mother drove him to the local ed where CT scan of brain showed 4mm subarachnoid bleed with focal parenchymal hemorrhage. He was transferred to cvicu via helicopter for further management. He was taken to the catheterization lab for ir angiography (B)(6) and returned to cvicu intubated. Upon arrival his neurological exam was normal. On the morning of (B)(6) 2016 after extubation, patient had right sided weakness and aphasia so neurosurgery was called and a repeat CT showed a possible stroke. He then went directly to ir for intervention and was found to have a fully occluded left carotid. The surgeon performed a ventriculothrombectomy at that time. A repeat CT on the morning of (B)(6) 2016 showed expected evolution of thrombosis/hemorrhage. Patient has had a history of candidemia and was treated with amphotericin in the past. Patient developed fever to 103 on the morning of (B)(6) 2016. He had a thrombectomy on (B)(6) 2016 and the gram stain was positive for yeast. He was restarted on amphotericin which he received throughout his hospitalization. He had multiple blood cultures which were also positive for yeast. Patient was urgently reintubated on (B)(6) 2016 for increased work of breathing, tachypnea, and a lactic acidosis. He was extubated on (B)(6) 2016. He had a g-tube placed in ir on (B)(6) 2016. On (B)(6) 2016, his mom voiced concerns that something was different - patient not able to move his mouth like he could to eat or spit after brushing teeth, drooling occasionally, and not asking for the urinal anymore (going in diaper and bed). A head CT was obtained which showed multiple new areas of parenchymal small hemorrhages in the right hemisphere (likely new septic emboli and evolving hemorrhagic infarctions); interval enlargement of the lateral and third ventricles with post-hemorrhagic hydrocephalus. Neurosurgery was consulted and feel a ventricular shunt would be necessary in a patient without patient's co-morbidities; however, they voiced concerns about the risk of hemorrhage with inr of 3, risk of death with his poor response to sedation, and risks of putting new hardware in a fungemic patient. Over the next couple of days, patient's neurologic status worsened. On (B)(6) 2016 he began posturing and had periods of unresponsiveness. His hematocrit dropped to 18 and the medical team believed his intercranial hemorrhage worsened. He developed progressive hypoxia and his mom, with the support of the medical team, allowed natural death to occur. Patient expired at 12:35 on (B)(6) 2016 with his mother at his side. Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event.